Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-01735. It was reported that the patient presented to the emergency room because of stomach pain and heart rate in the 20s. Upon interrogation, the connection was very slow. Diagnostics showed that the last device interrogation was in 2010. Low, out of range pacing impedance and loss of capture were observed on the atrial and ventricular leads. The leads were explanted and replaced.

Event description:
New information received notes that the patient was stable before, during and after the procedure.